Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. When the agent asked the patient what drugs were in the pump, the patient stated, ¿fentanyl mostly, with a tiny bit of morphine and something else¿. The indication for pump use was spinal pain. It was reported that the patient had been having difficulties connecting to the pump due to the communicator light continually blinking. Per the patient, they went 10 days without bolusing. When the agent attempted to clarify the event date, the patient stated, ¿I haven¿t been able to connect for the last 5 days at all¿. The agent reviewed considerations and the patient was able to request/receive a bolus on the call and stated, ¿I was starting to worry my pump had maybe flipped over¿. Additional information was received on 01-may-2023 from the patient who reported that they had been working on the general use tips, but they had only been able to bolus 3 times since they called last due to seeing ¿no pump found¿. The patient stated they had been too frustrated to call back for troubleshooting. While on the call, the patient was getting ¿no pump found¿ after restarting the myptm app. The agent verified the communicator was not charging while they were trying to connect, and the patient denied any falls/trauma. The patient called again the same day stating that they were repeatedly getting the ¿no pump found¿ message when trying to connect the ptm (personal therapy manager) to the pump. The agent had the patient reset the communicator, reposition over the pump, and try again, but the ptm still failed to connect to the pump. The agent asked if the pump may have flipped, and the patient stated that ¿it does move but I¿m 99% sure it did not flip¿. The patient stated, there is a lot of movement with the pump, and they believed they had ¿popped at least a couple of stitches¿ that were holding the pump in place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.